Event description:
Customer reported ballooning of the pump segment occurred during an infusion. Normal saline at 10 ml/hr was to infuse through a new IV set into the right ij cordis catheter. User stated attempting to run a kvo but "it just wouldn't run". Device alarmed for pt-side occlusion. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Conclusion: no available code for undetermined or unk cause. The reported ballooning of the pump segment was confirmed. The set was primed to gravity and pressure tested; no leakage was identified. However, during pressure testing, bulging of the pump segment was confirmed. The set was loaded into an in-house pump module and an infusion was started at 10 ml/hr. The infusion ran for 60 minutes without any alarms or errors. The root cause of the bulge was not identified; however, the observed failure is consistent with an IV push being administered into an injection port without the tubing being effectively clamped off above the injection port. Pressure in the tubing will build up causing the pump segment to expand.